Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectum high anterior resection. According to the reporter: during the procedure, the anvil could not be removed after firing. The anvil was not removed forcibly; however, the anterior rectal wall was perforated. For that reason, the rectum was re-excised with a tristapler, and another eea was used.